Event description:
It was reported by service report that the fowler will not go down due to a loss of limits. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: loss of limits.